Manufacturer narrative:
Final analysis revealed that unit had error message due to defective component on circuit board. Pump passed 7.2 unit bolus and occlusion tests.

Event description:
Customer was hospitalized with dka. Customer was instructed to discontnue use of pump. Sending replacement pump.